Event description:
The patient reported intermittent stimulation. During a reprogramming session, it was noted that several contacts had high impedances. During a revision procedure the leads were replaced.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.